Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery issue. The customer's blood glucose was unknown. It was reported device had failed battery alarms. Customer declined to trouble shoot for the issue. The insulin pump will not be returned for analysis.